Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was giving disconnecting error. A technical support specialist dialed into the station, checked the data synchronization logs and found error, checked the database size, shrank it slightly, verified drive health, obtained approval to perform a full synchronization, followed knowledge article (how to decrypt station db for backup) to backup and (proper data sync 2.0 procedure) for graphical user interface (gui) synchronization, and confirmed the station was functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had disconnecting error. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had disconnecting error. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.